Event description:
During an in-clinic follow-up, loss of capture (loc), crosstalk oversensing, and myopotential oversensing were observed on the device. The patient is not pacemaker dependent. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve event.